Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was reportedly explanted due to MRI needs. The recipient was a non-user.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no anomalies. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed from surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.